Event description:
Procedure: urological. According to the reporter: the product used was an unk avaulta. It was reported by the pt that following surgery for a prolapsed uterus, she has experienced constant pain. The pt stated that she has had five add'l surgeries to correct her issues. The name of the facility and doctor are not reported. Add'l info has been requested from the pt, but not yet received.